Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. During laboratory analysis. The product surveillance technician (pst) observed, that the batteries could not be fully charged. One battery met the minimum voltage of 12.5 volts direct current (vdc) and the minimum conductance of 375 siemens (s), but the other battery did not meet the minimum conductance value. The pst observed, the lab use only (luo) test platter to shut down after only 21 seconds. Which failed to meet the specification for discharge time for the batteries. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, after one minute the total nominal available capacity (tnac) was less than 2.00. The fsr replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) batteries would not pass the battery test. There was no patient involvement.